Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube underfilled, producing incorrect anticoagulant dilution and causing inconsistent results. The following information was provided by the initial reporter: inconsistent results with bd blood collection tubes compared to other tube types. The vacutainer na citrate 2.7ml draw tubes will not fill appropriately causing inconsistent results, therefore we switched to a different brand of na citrate tubes and haven't had a problem. 6-12 months ago we were experiencing a problem with bd vacutainer na citrate 2.7 ml draw item 363083. The tubes were under filling, leading to potential incorrect anticoagulant dilution and possibly inaccurate test results. The collection method would be using vacutainer multi sample needles, or butterflies ( with a waste tube) from venous source. Because we had no way to know if the results were accurate or not, we made the product switch to a tube that has filled consistently.

Manufacturer narrative:
Correction: the catalog number has been provided by the customer. The following information has been updated: describe event or problem: it was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube underfilled, producing incorrect anticoagulant dilution and causing inconsistent results. The following information was provided by the initial reporter: inconsistent results with bd blood collection tubes compared to other tube types. The vacutainer na citrate 2.7ml draw tubes will not fill appropriately causing inconsistent results, therefore we switched to a different brand of na citrate tubes and haven't had a problem. 6-12 months ago we were experiencing a problem with bd vacutainer na citrate 2.7 ml draw item 363083. The tubes were under filling, leading to potential incorrect anticoagulant dilution and possibly inaccurate test results. The collection method would be using vacutainer multi sample needles, or butterflies ( with a waste tube) from venous source. Because we had no way to know if the results were accurate or not, we made the product switch to a tube that has filled consistently. Medical device brand name: bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. Medical device catalog#: 363083. Medical device manufacturer: becton, dickinson & co. (Broken bow). Unique identifier (UDI) #: (B)(4). Manufacturing location: becton, dickinson & co. (Broken bow). PMA / 510(k)#: k013971.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube underfilled, producing incorrect anticoagulant dilution and causing inconsistent results. The following information was provided by the initial reporter: inconsistent results with bd blood collection tubes compared to other tube types. The vacutainer na citrate 2.7ml draw tubes will not fill appropriately causing inconsistent results, therefore we switched to a different brand of na citrate tubes and haven't had a problem. 6-12 months ago we were experiencing a problem with bd vacutainer na citrate 2.7 ml draw item 363083. The tubes were under filling, leading to potential incorrect anticoagulant dilution and possibly inaccurate test results. The collection method would be using vacutainer multi sample needles, or butterflies ( with a waste tube) from venous source. Because we had no way to know if the results were accurate or not, we made the product switch to a tube that has filled consistently.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® sodium citrate blood collection tube underfilled and caused inconsistent results. The following information was provided by the initial reporter: inconsistent results with bd blood collection tubes compared to other tube types. The vacutainer na citrate 2.7ml draw tubes will not fill appropriately causing inconsistent results, therefore we switched to a different brand of na citrate tubes and haven't had a problem.